Manufacturer narrative:
E.3. Other occupation: technician and operations supervisor. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that power supply fan was not spinning and the screen was black. A field service engineer (fse) found bad drawer by process of elimination which caused short circuit in drawer. Further the drawer 2-1 half height drawer controller board was replaced to resolve the issue. The customer was able to recover the failed drawer. The station successfully powered up. The fse also found that the station printer had multiple jobs stuck in the print queue, including one error job that would not delete, and after clearing the queue and setting the printer as the default, the printer still failed to print. The fse reseated the printer and communication-sled cables, rebooted the station, and removed an unused print driver, but printing continued to fail. The fse discovered that the label-printer speed had been incorrectly set to 6.0 instead of the required 2.0 in/second. Once corrected and the station rebooted, the error print job cleared. Although a test print initially produced only a small square, the fse confirmed full functionality on station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not powering on. The screen remained black with no audible beeping, only a very faint clicking sound. Remote smart service shown offline. The customer attempted to power off and unplug the unit, but the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.